Event description:
During placement on (B)(6) 2012, one ob-13 implant broke and the fragments remaining in the bone were removed on the same day. The dentist used a trephine drill and successfully removed all fragments. The surgery was conducted without complications. In the meantime, a new implant was already successfully placed.

Manufacturer narrative:
Methods, results, conclusions: the fragments of the implant involved in this case were returned to 3m espe for evaluation. According to our analysis the reason for the breakage of the implant was a handling error. The drilling previous to the setting of the implant was insufficient and therefore the opening in the bone was too narrow. Additionally the dentist tilted when using the torque wrench for screwing in the implant and that led to the breakage.